Event description:
A report was received that the patient was experiencing pain and redness at the midline incision site. The patient was administered IV antibiotics and doxycycline oral antibiotics.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50, serial#: (B)(4), description: linear st lead, 50cm model#: sc-4316, lot#: 14997734, description: next generation anchor kit-sterile it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.